Manufacturer narrative:
The ventilator was investigated on-site bu our field service engineer. It was reported that the compressor is causing an "air supply pressure low" alarm on the connected ventilator. Initial inspection and testing of the compressor alone revealed no issue or failure. However, once the wall air hose was connected to the compressor the unit would alarm "air supply pressure low". On closer inspection of the compressor, it was discovered that the air inlet and outlet fittings were installed incorrectly i.e. Reversed. The air filter assembly and air hose also had a male/female orientation instead of female/female orientation. Both inlet fittings were correctly installed. A new diss air filter assembly and air hose diss female/female was connected to the compressor. The compressor passed all performance and safety tests according to factory specifications. The compressor was cleared for clinical use.

Event description:
It was reported that the compressor is causing an "air supply pressure low" on the connected ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).